Event description:
The customer reported that she never felt the needle deployed during activation. The next morning (B)(6) at 3:30 am she woke up to blood glucose measuring 380 mg/dl. The pod was torn for 24 hours.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported failure of the needle mechanism to deploy or to determine its root cause. Qualification records were reviewed, and the product lot met all acceptance criteria.